Event description:
It was reported that while implanting femoral prosthesis a pin fell into the sterile field from one side of the "arm" of the device.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.